Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). The implantable cardioverter defibrillator (ICD) was returned. No analysis was performed as reported allegations of infection with sepsis were known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. The ICD was explanted.